Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited loss of capture. It was further reported that the right atrial (ra) lead exhibited possible undersensing and low p waves. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.